Event description:
It was reported that the tip of the torque limiting crosslink driver was broken during final tightening. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the instrument is cracked in two places on opposite sides of the shaft opening. A review of the device history records found no documentation to indicate a non-conformance to specification.